Event description:
An email was received from another device manufacturer indicating that an explanted generator was inadvertently returned and would like to send the generator to correct device manufacturer. The manufacturer comment information report indicated that the generator was explanted due to "malfunction - removal for MRI'. The generator and lead were returned for analysis. Attempts to obtain additional information have been unsuccessful to date. Analysis of the lead was completed on (B)(6) 2014. Note that a large portion of the lead assembly was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the high impedance. Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.